Event description:
Boston scientific received information that during a routine clinical follow-up, this device was unable to be interrogated. No adverse patient effects were reported and the physician elected to explant the product. Replacement was reported successful with another boston scientific device and the explanted product is intended to be returned for a post market evaluation.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The returned device was later subjected to additional review. The device was removed from archive and the battery capacitors checked individually. During this subsequent review, the capacitors no longer observed the previously identified leaky behavior. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity; however, despite exhaustive analysis, the condition could not be reproduced. The cause of the earlier capacitor leakage, could not be determined.